Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pacing impedance measurements in all lead configurations and had no capture at maximum output. The physician stated that the lv lead was fractured and was fine of programming the device to avoid any ventricular pacing as patient's need for biv pacing had changed as patient's heart now was healthy. The patient will then continue to be monitored. Attempts to obtain additional information were unsuccessful. This system remains in service. No adverse patient effects were reported.